Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 2 events of noise on the shock and rate/sense electrogram. The noise could not be reproduced aggressive noninvasive manuevers.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 2 events of noise on the shock and rate/sense electrogram. The noise could not be reproduced aggressive noninvasive maneuvers.

Manufacturer narrative:
A boston scientific technical services representative discussed that hv leads could be reversed in the header. The patient will be seen in the near future. No additional information is available at this time. This event will be reopened if additional information becomes available or if the device is returned for analysis. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. The oversensing issue could not be confirmed nor denied. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.